Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a perforation was being treated; however, a 2.8x26mm graftmaster rx covered stent failed to cross. The perforation was successfully treated with a 3.0x15mm non-abbott stent. No additional information was provided.

Manufacturer narrative:
New information: a3: patient sex was received.